Event description:
The stapler was used to ligate left atrial appendage. The stapler fired without incident and the staple line appeared intact. The procedure was completed and no evidence of bleeding was noted. The patient was returned to surgery later in the day for post-op bleeding. The surgeon stated the left atrial appendage suture was the site of the bleeding. He felt the stapler had a major malfunction and the suture line was noted to have spaces between the staples.